Event description:
It was reported that the device exhibited battery impedance measurement anomaly. After a software download, normal device function resumed. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.